Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. The batch review cannot be performed since there was no lot number provided. If additional information or samples become available, a follow-up report will be submitted.

Event description:
A customer reported to baxter product surveillance of a 3-way stopcock extension set in which, while medication is being injected by 2 unknown syringes in the site, the connection between the 3-way-stop cock and the tubing springs a leak and sprays bupivicaine. This event occurred during patient-use. There was no patient injury or medical intervention necessary. No additional information is available. This is report 2 of 2 of the same reported problem from this facility.